Manufacturer narrative:
Product analysis #278819428:equipment used: video inspection system (m-81850), ruler (m-83360), camera (panasonic lumix dmc-zs5), drawing(s) referenced: n/a as found condition: the axium prime coil device was returned for analysis within a shipping box; within an unsealed plastic biohazard pouch; within an opened axium prime inner pouch (model: apb-1.5-4-3d-es lot: 222676055) and within an introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the axium prime pusher or shield coil. The axium prime implant coil was found broken from the detach element. The implant coil was found severely stretched and damaged with the polypropylene filament also broken. Testing/analysis: due to the severe damages found to the axium prime implant coil, conformation to specifications could not be assessed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿incorrect part¿ could not be confirmed through device analysis. The implant coil was found stretched/kinked/broken. As customer did not report any damages during preparation and inspection, it is likely the damages occurred during handling or during return shipping. There is an indication that the event is related to a potential manufacturing issue, and a DHR review will be performed. Ngod10 2022-07-31 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a axium coil was not the size of the outer package. The patient was being treated for an aneurysm in the ophthalmic artery segment. The max diameter was 2mm and the neck diameter was 3mm. Patient blood flow was normal and vessel tortuosity was moderate. The devices were prepared as indicated in the instructions for use (IFU).  The coil was pushed out from the microcatheter with a very short length, it was not the outer package size. No symptoms were reported.